Event description:
It was reported that during a post-implant device check on an asymptomatic patient, far p-wave oversensing was observed. There were no issues noted on follow-up. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.